Event description:
It was reported that a non-preloaded, single-piece spherical monofocal intraocular lens (iol) haptic was broken upon opening product packaging. Additional information was received and it was learnt that patient contact is unknown. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: unknown, information not provided. Section e1: title, city, state, post office or zip code: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.